Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/06/2015.

Event description:
Procedure: sigmoid resection according to the reporter: the instrument did not fire properly. After use, the posterior wall of the anastomosis was not clipped correctly. It only created half the circumference of the anastomosis. The anastomosis was over-sewed by hand. There was also a strange noise reported. There was an extension of operating time by more than 30 minutes. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no blood loss of 500cc or more. The procedure was converted to an open procedure. There was no reinforcement material used.

Manufacturer narrative:
(B)(4).